Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than expected. It was noted the patient was in chronic atrial fibrillation (af) and the battery depletion was at an expected rate due to the updating of trends and storage of af episodes. The device will be reprogrammed to a ventricular only pacing mode (vvir) and it remains in use. No patient complications have been reported as a result of this event.